Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event: it was reported from (B)(6) that after an unspecified surgical procedure, it was observed that there was blood on the inside of the casing rim of the battery handpiece device. It was reported that the blood was found when the battery handpiece device was dismantled and the lid device was removed from the casing after the procedure. The reporter stated that the issue occurred during surgery when the device was being used on a patient. There were no delays to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found the device failed the leakage test as the housing was not sealed. It was further noted that the triggers were not working properly and the locking mechanism was blocked. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.